Event description:
Procedure type: pediatric right kidney exenteration. According to the reporter: a two-layer suture of serosal layer of muscle was performed initially. After the operation when the skin staples were being removed, the doctor confirmed that the pt suffered a hernia where the sutures had been placed. Emergency surgery was performed immediately. Reportedly, the sutures of the continuous stitch were broken in the middle of the suture. The doctor indicated the cause of the broken suture may have been that forceps had touched the suture and caused the suture to break.

Manufacturer narrative:
According to the reporter: it is unk what suture lot was used. The following lot numbers were indicated by the doctor as possible suture lots: a6l422, a7a1008, a6k267.